Manufacturer narrative:
(B)(4). S/w 4.11j. Retainer ring = black. Customer complaint about no delivery/occlusion alarms during therapy on 08/19/2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The following were noted during visual inspection cracked case battery tube side, fading serial number label and cracked retainer. The unit p-cap / test reservoir locks in place properly. Please see below for the no delivery alarm listed in the formatted file. 08/19/2021 08:15:40.000 alarmalertnotification-during bolus faultnumber = no delivery (7), (B)(6) 2021 00:09:10.000 alarmalertnotification-during bolus faultnumber = no delivery (7), (B)(6) 2021 00:09:44.000 alarmalertnotification-during bolus faultnumber = no delivery (7), (B)(6) 2021 16:59:26.000 alarmalertnotification-during bolus faultnumber = no delivery (7), unit was not confirmed for no delivery alarms anomalies. Unit passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = clear. Customer complaint about no delivery/occlusion alarms during therapy on (B)(6) 2021. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. A water filled reservoir was used during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The following were noted during visual inspection cracked case battery tube side, fading serial number label and cracked retainer. The device p-cap / test reservoir locks in place properly. Please see below for the no delivery alarm listed in the formatted file. (B)(6) 2021 08:15:40.000 alarmalertnotification-during bolus faultnumber = no delivery (7) (B)(6) 2021 00:09:10.000 alarmalertnotification-during bolus faultnumber = no delivery (7) (B)(6) 2021 00:09:44.000 alarmalertnotification-during bolus faultnumber = no delivery (7) (B)(6) 2021 16:59:26.000 alarmalertnotification-during bolus faultnumber = no delivery (7) device was not confirmed for no delivery alarms anomalies. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.